Manufacturer narrative:
Lab evaluation has been confirmed for priming error due to broken cassette door pivot point. Priming error due to pivot point.

Event description:
There has been no report of serious injury or illness associated with this complaint for a priming error.